Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that four days post-total hip arthroplasty, x-rays showed a screw-like figure migrating from the femoral stem. No patient complications or intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is submitted to relay additional information received. The complaint is confirmed based on the x-ray provided. X-ray review shows. X-ray review shows a cylindrical metal object projecting out of the stem. Review of the device history record identified no deviations or anomalies would contribute to reported event. A root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.